Manufacturer narrative:
Stryker advised the customer that the device would need to be replaced due to end of life and end of support. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device when powered on was unable to sense the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿, the defibrillation pads were already connected. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement for the reported event.